Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 53. Troubleshooting was performed and the customer was able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w 6.7w. Retainer ring=black. Case type=ngp on 09/16/2022 customer called in with the following concern: patient reports error 53 pump error alarm. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) or reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Pump passed self test and displacement test. The adapt tool reveals that on (b)(6 2022. Pump error 53 was recorded. Per software engineering log investigation pump error 53 due to bum error. File=(B)(4), 522 line=(B)(4), 570 esf nan. Problem isolated to electronic assembly. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly and no moisture damage on electronic assemblies. No physical damage noted during visual inspection. In conclusion, during download review, pump error 53 alarms were recorded in download history cause of the error was due to bum error. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Insulin pump had software error detected pump error alarm. Customer did not receive request to rewind pump. Fill cannula was recorded into pump history. Self test was passed. Device was returned for analysis.